Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a parent of a consumer rec'd a reading of 599 mg/dl on his paradigm link blood glucose meter. Parent then administered 13.5 u insulin. The parent immediately determined that she may have administered too much insulin based on that reading. Subsequently the son experienced many hypoglycemic episodes throughout the day requiring treatment by diet. The meter will be returned for eval.